Manufacturer narrative:
Device evaluation summary: during analysis of the sample some creases were observed in the posterior view. Leak testing was performed and it revealed a tear within crease, measurement approximately 0.1 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Gel bleed is defined as the pass of molecules of the liquid components of silicone gel through an implant shell. The complaint for gel bleed could not be confirmed since the integrity of the shell was compromised due rupture. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel leak. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 425cc (l) and 450cc (r) and experienced bilateral ptosis, rupture on the left side, and gel bleed on the right side. As a result, the patient underwent removal and replacement with non-mentor devices on (B)(6) 2019. This report is for the right side.